Event description:
It was reported that a patient underwent a breast augmentation procedure on an unknown date and a fibrin sealant preparation device was used. The circulating nurse reported that the fibrin sealant would not dispense from the applicator. They attempted to remove and clean the applicator, but it broke. They eventually were able to drip the biologics onto the surgical site. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. What is the lot number? Was the plunger easy to express upon the first spray? How was the product thawed? Were the biologics subjected to temperatures above 37c or 98f during the thawing process? Were the biologic components fully thawed at time of use? How many times was the tip changed? Did the surgeon try to force through a clog? Please identify where the breakage occurred (prefilled syringe or the dual applicator tip)? Are there pictures of the damaged device available?